Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutnl result on two samples from one patient above the acute myocardial infarction (ami) cutoff generated by the access 2 immunoassay analyzer. The sample was repeated on an alternate unit and lower results were obtained. The elevated result was reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc was within the established ranges pre and post the event. A bci field service engineer (fse) performed a high sensitivity system check, which failed. Fse inspected the fluidics module and replaced a cracked valve manifold. Fse verified all testing which met specifications. Although hardware issues were addressed, a clear root cause can not be determined for this event.